Event description:
When flushed with ns, PICC line leak at border of reinforcement cuff and main line at the distal port. Catheter was pulled out successfully and a new one replaced. There was no pt injury, pt was in stable condition. C-06-008/RMA:4116a